Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, error 1412 - laser is not ready (hv chargeable power pack not ready) persisted for more than one hour after the laser unit start. The procedure was not completed due to this event. The device was later serviced and the ion exchanger, particle filter, and di water were replaced. There were no patient complications reported as a result of this event.